Event description:
It was reported that the device reached elective replacement indicator prematurely after 4 years and 2 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analyzed. The depleted battery was caused by high current leakage in the c29 tantalum capacitor (an external nvdd pump capacitor for the (B)(4)). The c29 capacitor was removed from the hybrid and examined with x-ray imaging. All four sides displayed adequate spacing in the isolation cuts. The dc leakage was confirmed (2.4??a @ 0.4 volts). The c29 (3.3uf 10% 10v tac tantalum capacitor) is an xtc007 capacitor from promis lot 2bhpr.7m.